Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch with a1 patient for suspect device in coaguchek system 1.

Event description:
Caller states the patient tested 5.1 inr on the coaguchek system 1 and 3.8 inr on a coaguchek system 2 during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.